Event description:
Patient reported a wheel on their electric wheelchair had been broken. The patient explained they were not easily able to get to their mailbox or leave their house. The patient reported being trapped in a hurricane due to not being able to leave. Patient explained the wheel had been broken for at least four weeks due to insurance needing an extended period of time to process a claim for repairs or replacement. The make and model of the chair is not available. Reported by patient. (B)(4).